Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports that the patient was revised to address pain and necrotic tissue masses which the surgeon was concerned might have been caused by metal debris reaction. Doi (B)(6) 2002 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations found no related deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and necrotic tissue masses which the surgeon was concerned might have been caused by metal debris reaction.